Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 411 mg/dl at the time of incident. Customer's family report other blood glucose values were 268 mg/dl and 353 mg/dl. Customer's family report they did not allege insulin pump was under delivering. Customer's family had been using insulin pump system within 48 hours of reported high blood glucose event. Customer's family reported that drive support cap was normal. Customer's family reported that the bunch of air bubbles were present in tubing. Customer's family did not provide any symptoms regarding to high blood glucose episode. Customer treated with insulin pump and manual injection. The customer's family was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.